Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge correctly, allowing the caller to successfully resume insulin therapy. Replacement cartridges were sent as a goodwill gesture, and the issue was resolved.